Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site, and found the power switching board to be malfunctioning. The part was replaced and the system passed all testing after part replacement. The system was returned to service. No part has been received back for evaluation. No additional issues have been reported.

Event description:
A site representative reported that when the imaging system power switch was turned to the on position, the system would enter lift and shift mode and lift up. An abnormal noise could be heard once the system was finished raising up. Also, once the power switch was released, it immediately powered down. This was discovered outside of any patient involvement. No additional details were provided.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the system control board caused the reported event. Installed system control board in test imaging system. Turning key on ias to the right applies power, but will not latch on. No system control beep occurs and the lift and shift engages immediately. Releasing the key the ias shuts off. Faulty system control board. The reported event was confirmed to be caused by an electrical failure mode.